Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed non-conformances and the recharger was subsequently scrapped. The recharge antenna failed due to a "poor recharge quality" error message. The recharge antenna failed due to the rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated the controller wouldn't charge the implant anymore and the wires of the recharger (rtm) were heating up and burning pt's skin. Pt clarified the rtm didn't leave a mark, but got really hot so they had to take the rtm off. Pt said the issue started in july. A replacement recharger telemetry module (rtm) was sent out. Pt called back and said they received their rtm replacement but were also expecting a controller replacement. Pt said they had recharged all night (before replacement) and then the controller displayed that the battery was empty. Pt said the controller was now not coming on so they could not use the rtm replacement (pt did not really know what was wrong). Patient services (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery. Pt first saw screen 78 (install mdt battery pack), pt then took battery out and put it back in then confirmed the green light on the controller was flashing (pt saw no device found screen). Pt mentioned that they had left the controller to charge on ac power before but could not remember if the controller was unresponsive when they tried to charge previously. Pss reviewed to allow the controller to fully recharge and then to recharge the implantable neurostimulator (ins) . Pt may call back if they need assistance charging the ins.